Event description:
The hcp reported the patient's pump had flipped which was confirmed with an x-ray. The hcp reported they were still able to get telemetry with the device and the patient was still getting therapy. The drug used in the pump is baclofen. Add'l info has been requested from the hcp but was not available on the date of this report.